Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, the physician had considerable difficulty removing the torque wrench from the header after engaging the setscrew. Ultimately, the physician was able to pull the wrench out of the header. The device functioned appropriately post implant and the lead was secure in the header after the wrench incident via tug test confirmation. No patient complications have been reported as a result of this event.